Manufacturer narrative:
(B)(4). The customer has advised physio-control that they will not be repairing this device and will be replacing it. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device would no longer power on. The customer reported that the battery installed in the device was manufactured in 2011 and there was no additional battery to test. There was no patient use associated with the reported failure.